Event description:
A patient reported they are unable to test and are guessing at insulin. Their meter allegedly had no power. The result on their meter was unable to test. Treatment was: not treated, unknown. No further information has been reported.